Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of quality control (qc) issues with troponin t hs stat (high sensitive short turn around time) - troponin t hs stat tests on the cobas e 411 immunoassay analyzer. The customer repeated an unknown number of patient samples on a cobas 6000 series system since qc was out of range on the e411 analyzer. Based on the results of the repeat testing, 1 patient sample was erroneous. Erroneous results were reported outside of the laboratory. The initial troponin t hs stat result from the e411 analyzer was 298.8 ng/l. The sample was repeated on a cobas 6000 instrument and the result was 206.8 ng/l. A corrected result was provided to medical personnel. The customer is only running troponin t hs stat tests now on the cobas 6000 instrument. No adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and changed the measuring cell and the sample probe. Instrument tests were run and a photo-multiplier high voltage adjustment was made. All tubing was replaced .after this service action, the customer had no further issues until approximately (B)(6) 2016 when they began to have qc issues again. The customer ran precision tests which were acceptable. The fse returned to the customer site and changed the heat pipe and adjusted the mixer. Afterwards, the customer began running the e411 analyzer again and has not had any further issues.